Manufacturer narrative:
E1 correction: the reporter's information was updated. D4 correction serial number should be 19487818 rather than (B)(6). Lot number should be a000131038 rather than a000130926 primary UDI number should be (B)(4).

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was moved to the left side. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000131038.

Event description:
It was reported that the patient's lead migrated. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to this issue.